Event description:
Customer reported pump battery would not charge despite using the recommended charging cable and attempting multiple wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to switch to manual insulin delivery (mdi) as backup therapy.